Event description:
It was reported that during a video assisted thoracic surgery procedure, the device was making a crunching noise and did not sound like it normally does. The release button on the back of the device was sticking and the device was difficult to open. There was no tissue damage. Another device was used to complete the procedure. No adverse consequences reported. (B)(4)

Manufacturer narrative:
(B)(4): shrouds. The analysis found that one (B)(4) device was returned in good visual condition and with no cartridge reload loaded on the device. It was noted that the gap between the shrouds and next to the nozzle is visibly larger than elsewhere on the device. This may have been related to the "crunch" noise heard during the procedure. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. We have documented the circumstances as they were reported to us.